Event description:
It was reported that death occurred. A greenfield filter was implanted in the inferior vena cava (ivc) on (B)(6) 1999. The filter legs perforated the ivc. A blood clot occurred and the patient passed away.

Manufacturer narrative:
Date of death: date not provided and estimated to (B)(6) 2022. Date of event: date not provided and estimated to (B)(6) 2022. Hospital name: (B)(6).